Manufacturer narrative:
Explant occurred on an unknown date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture, baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture baker grade ii/iii, ¿simple cysts "," oily cysts" ¿bilateral periprosthetic seroma", and calcification. The device has been explanted.